Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal discharge, possible infection and mesh extrusion. An excision of the mesh and repair of the vagina were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.